Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the motor arm cannot communicate with the main arm error. The blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing; however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error.